Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo and the patient experienced pericardial effusion that required pericardiocentesis. After the completion of mapping of the left atrium, and advancing the varipulse¿ into the left superior pulmonary vein, and prior to calibrating for tissue proximity indicator (tpi), the carto¿ 3 system displayed error 139, 20 pole b: catheter sensor error, and visualization of the varipulse¿ ¿ catheter was lost on the carto¿ 3 system as well. No errors were displayed on the trupulse¿ generator. When the physician pulled the varipulse¿ catheter back out of the left superior pulmonary vein, and back into a "neutral" position, visualization of the varipulse¿ catheter had returned, and the error 139 had cleared on the carto¿ 3 system. Then, after the physician attempted to re-advance the varipulse¿ catheter back into the left superior pulmonary vein, the same error 139 had returned on the carto¿ 3 system, and visualization of the varipulse¿ catheter was lost once again. The varipulse¿ catheter cable connections were all re-seated, but the issue persisted. A new varipulse¿ catheter was being obtained for troubleshooting, but it was noticed that the patient's blood pressure was dropping. A pericardial effusion was discovered on intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. It is unknown how much fluid was removed. The patient was in stable condition. The event was discovered while troubleshooting varipulse¿; however, no ablation or applications had been completed when the issue occurred. The physician's opinion on the cause of the adverse event was that it was related to transseptal. Only one transseptal was done but needed to be attempted twice. The activated clotting time (act) was above 350 during the procedure. The sheath and the catheters were exchanged once when octaray was exchanged for varipulse¿. One transeptal puncture site was performed during the procedure, but they had to attempt transeptal twice. An irrigated catheter was used in the event, and the flow setting was 4 ml while idle. The correct catheter settings were selected on the generator. Concomitant procedure: atrial fibrillation with watchman laao. The most suspected device associated with the adverse event is the sheath used for transseptal puncture, as the physician reported that his opinion on the cause of the adverse event was related to transseptal.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00003100 and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).